Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The cause of the bent pins has not been positively determined. The damage likely occurred during the disconnection of the electrode belt from the monitor since there was no evidence of self-diagnostic errors in the pt's download and the pt did not report any problems with the belt connector. No adverse event resulted from the bent pins.

Event description:
During investigation into an unrelated complaint a reportable malfunction was detected. Electrode belt sn (B)(4) was returned to zoll with several bent pins in the trunk cable connector. The last pt to use this belt did not report any problems with the connector.